Event description:
Additional information has been received indicating the patient was doing very well.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic operating console (system) was not aspirating and the phacoemulsification handpiece (hp) was occluded during sculpt mode. The patient experienced a corneal burn. Additional information has been received indicating the occlusion alarm was heard by the surgeon. The wound did not seal well so a suture was placed. This report represents system involved in this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming fluidics module and fluidics controller printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The console fluidics controller pcb was received, and a visual assessment of the returned sample revealed no obvious non-conformities. The pcb sample was then installed into a calibrated ophthalmic console and turned on without any non-conformities observed. The sample also passed a surgical test in sculpt mode for five minutes with three different handpieces. The reported event could not be replicated. The fluidics controller pcb met product specifications and was working as intended. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of poor aspiration is attributed to the nonconforming fluidics module. The root cause of the reported events of a mild corneal burn and required sutures remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).